Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the screen was frozen on the main screen. The customer was successfully able to clear the screen and resume insulin therapy. The customer's blood glucose level was 247 mg/dl.